Event description:
The surgeon operated on a patient with a tecnis acrylic za9003 an intraocular lens (iol). The technician mounted the lens in the injector, and as usual, the doctor injected the lens inside the eye. While inside the eye when making the maneuver of rotating the lens to position it, one of the lens loops completely detached from the optical zone. The surgeon chose not to remove the lens, because the patient's eye was small and the lens was well positioned in the patient's capsular bag. During a conversation today with the surgeon, he said that he had seen the patient on two post-operative (op)s visits and the lens is stable and the patient has 20/20 vision. No other information was provided.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as lens remains implanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h10: additional data: section b5: patient's left eye was affected. Section a2: age: 68 years. Section a2: date of birth: (B)(6) 1954. Section a3: gender: male. Section d4: catalog number: za90030210. Section d4: serial number: (B)(6). Section d4: expiration date: feb 13, 2027. Section d4: unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: feb 13, 2022. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR report, the statement "h3-other (81):" inadvertently stated that a device history review will be conducted which is incorrect as there was no serial number provided; therefore, no further investigation could have been performed. In follow-up #1 manufacturing record review results were provided, but the serial number was not known at that time. Follow-up #2 through follow-up the serial number of the device was provided, and pi was completed with manufacture record review and historical review. Therefore, the pi results should have been captured in this submission which inadvertently it was not. Therefore, the information has been included in this follow up report accordingly: manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. A search in complaints system found one similar reported complaint; however, the issue could not be confirmed as related to manufacturing. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Section h6: type of investigation: 4109. Section h6: type of investigation: 3331. Section h6: investigation findings: 213. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: device evaluation: no iol was received as part of this return. A video and a screencap of the video were received as part of the initial complaint. The customer provided video and photo show a detached haptic on a white background. No lens can be seen in the materials provided, therefore, no further evaluation can be performed on the received materials. The complaint issue "haptic detached" was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were unable to be conducted as no serial number was received. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.